Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted device. Result: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance readings during a follow up visit. There were no reports of pt manipulation or trauma; however, when the pt sleeps, the neck is hyperextended. It is unk when the last good diagnostic results were obtained. Good faith attempts to obtain add'l info from the neurologist have been unsuccessful to date. X-rays were taken and sent to the MFR for review and no lead discontinuities were found; however, a portion of the lead was behind the generator and could not be assessed. The pt's lead was explanted and replaced. During revision surgery, the surgeon noted large amounts of scar tissue around the vagus nerve and identified a "weak" area in the lead after the negative electrode. The explanted lead has been returned to the manufacturer for analysis; however, this has not been completed at this time.